Manufacturer narrative:
The device has not returned for evaluation. A photograph was provided which confirms the sheared tip. The root cause is unknown as the device did not return for evaluation. Review of device history records indicates no manufacturing or processing related irregularities that could have contributed to this event. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke into a screw while advancing. The tip remains in the screw head in the patient.